Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no physical damage found on the device. During analysis, double beep error was duplicated at power up due to faulty downstream sensor. Service replaced the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette". No reported adverse effects.